Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of noisy image was confirmed and was due to damage on charged coupled device unit. The device evaluation found adhesive around objective lens is peeled. Bending section rubber has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus employee at the repair center reported that the endoeye flex deflectable videoscope produced noisy images with horizontal and vertical lines. Inspection and testing of the returned device found adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.